Event description:
Damaged optic after implantation. The doctor explanted the iol since he found the leading haptic was missing just after iol insertion. Patient impact: explantation.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and iol were available for investigation. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. ((B)(4); model: py-60ad). There are also not any abnormalities on the loop pull strength test record of the material lot. (Material lot no.: syta-60-04). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.